Event description:
It was observed during the device evaluation, the image of the gastrointestinal videoscope was flickering. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image of the gastrointestinal videoscope was flickering. Based on the results of the investigation, the probable root cause is a bad ultrasound plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.